Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery during bolus. Blood glucose value was 190 mg/dl. The customer disconnected at the quick release and insulin did exit the tubing during prime. Customer declined to remove the infusion set to check the cannula and requested the insulin pump to be replaced. The insulin pump would be replaced and returned for analysis.